Event description:
Device was prepared correctly, inserted over stiff wire, hemostatic valve leaked throughout the procedure. No pt consequences were provided by the reporter.

Manufacturer narrative:
No consequences were noted or provided by the reporter. Valve leaks are not specifically labeled in the IFU. No product was returned to assist in the investigation. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement. The appropriate internal personnel were notified as a result of 1820334-2010-00663. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qe ra) and based on risk eval, risk reduction is recommended.